Manufacturer narrative:
The reported high impedance issue was confirmed. As received, microscopic inspection revealed all the wires were found fractured. The damage is consistent with the overstress conditions or sudden event the lead extension was subjected while in vivo.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-31600. It was reported the patient was not receiving effective stimulation on their right side. Diagnostic testing revealed high impedance values on patient¿s left lead. Reportedly, the patient had a fall. Surgical intervention was undertaken wherein the left extension was explanted and replaced. This addressed the issue. It is unknown which extension had high impedance and was explanted, therefore both extensions are being reported.